Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially contacted physio-control to report that their device had displayed a premature low-battery indicator. However, upon further troubleshooting of the device, the customer observed that it would intermittently not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue, noting that the device would initially power on, but then power off by itself. As a result, the device would not have been able to charge and shock if it were necessary. Physio observed that the customer had previously installed the shorting plug onto the device¿s charge pak assembly and then removed it. This action of installing and removing the shorting plug crushed the contacts on the charge pak assembly and upon being placed back into the device, caused its internal hybrid layer capacitor (hlc) batteries to deplete which prevented the device from powering on. The cause of the reported issue was determined to be use error due to the customer installing, then removing, a shorting plug onto the charge pak assembly prior to reinstalling it into the device which resulted in the depletion of the internal hlc batteries.

Event description:
The customer initially contacted physio-control to report that their device had displayed a premature low-battery indicator. However, upon further troubleshooting of the device, the customer observed that it would intermittently not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported issue.